Manufacturer narrative:
Investigation is ongoing device not returned.

Event description:
As reported, during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, 33ml of volume was used and the balloon was slowly inflated. Valve deployment was initiated and the delivery balloon ruptured when it was 80% inflated due to calcium. The initial delivery system was taken out of the body and sheath without any event. An additional delivery system was opened to complete the deployment of the valve.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: balloon burst radially from central area to distal tip. Calcification noted in the annulus. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Review of manufacturing mitigation is captured in an existing technical summary. Review of instructions for use (IFU) or training material is also captured in the technical summary. No complaint history or lot history review was performed. An existing technical summary has been documented for root cause analysis on balloon burst during transcatheter heart valve (thv) deployment. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. No further action is required. The complaint for failure balloon burst was confirmed from provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing nonconformance contributed to the event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per reported information there was severe calcification in annulus and the perceived root cause was the calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. An existing technical summary applies to this event therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.